Event description:
Customer was acting confused and the paramedics were called, the customer's device read 500mg/dl and the paramedics device read 60mg/dl within 15 minutes. Another test performed on the custmer's device a minute after the paramedic's result was 401mg/dl. The paramedics advised customet to eat and left. Quality controls were used and reportedly fell out of acceptable range. Requested return of suspect device and replacement was sent.